Event description:
Reporter alleged obtaining the results of 486 mg/dl and 205 mg/dl back to back within 10 minutes on the aviva system. At another time, the reporter also alleged obtaining the results of 400 mg/dl, 405 mg/dl, and 110 mg/dl back to back within 10 minutes on the same aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.